Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: 11-363663, 36 mm cocr mod hd +3 mm, 130100. Pt-116054, regen/rnglc+ ltd 54 mm sz 23, 608290. Ep-108223, e-poly 36 mm +3 maxrom lnr sz23, 030770. The 103533, ti low profile screw 6.5 x 30 mm, 760570. The 103533, ti low profile screw 6.5 x 30 mm, 760570. The 31-323230, 3.2 mm x 30 mm rnglc+ acet drl bit. The 11-363663, 36 mm cocr mod hd +3 mm.

Event description:
It was reported patient had a revision procedure sixteen months post-implantation due to loosening. Attempts to obtain additional information have been made; however, no more is available.